Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent a procedure to revise device placement due to pain and discomfort. The device was repositioned submuscular. No adverse patient effects were reported. This system remains in service.